Event description:
The patient experienced coupling and communication issues and had difficulty recharging her implantable neurostimulator (ins). The ins stopped working and she was unable to activate it. The patient had a revision surgery and the ins was explanted and replaced. She was not injured and recovered without sequela. The patient was doing very well after the revision and was receiving effective stimulation. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The implantable neurostimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.